Manufacturer narrative:
(B)(4); the available information suggests that this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The device was interrogated and the local representative noted that a red screen was displayed on the programmer with a message to contacted boston scientific. The patient session was ended and the device was re-interrogated. A red screen and message was not displayed on the programmer. The summary report was checked and a da error code was identified. Ts explained that a da error occurs due to a bit flip in the active device firmware image in memory. When a firmware reset occurs, the device emits beeping tones during the reset. Temporary performance anomalies may occur until the error is detected and corrected upon completion of the hourly cyclic redundancy check (crc). Ts was informed that the patient had not undergone radiation therapy or other non-device related procedures since the last follow-up.